Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needle the needle was clogged and would not prime. The following was received by the initial reporter: verbatim: consumer also reported needle clog during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 04-oct-2023 h6: investigation summary customer returned (16) 32g 4mm pro loose pen needles. It was reported by the consumer that needle does not attach. Consumer also reported needle clog during priming. The needles were visually inspected and was observed: - 7 needles with broken npe cannula - 5 needles with bent npe cannula - 3 needles with bent pe cannula operational and flow test was possible only for the returned samples with bent pe cannula. The test was completed, and no issues were observed regarding does not attach as intended or needle clog. Most likely the customer indicated issue was because the needles bent/broken npe cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the sample received, embecta was able to confirm bent/ broken cannula. Root cause cannot be determined since the samples were returned open. H3 other text : see h10.

Event description:
It was reported while using the bd nano¿ 2nd gen pen needle the needle was clogged and would not prime. The following was received by the initial reporter: verbatim: consumer also reported needle clog during priming.